Event description:
During a coronary drug eluting stenting treatment procedure, stent damage and a catheter fracture occured. The lesion being treated was located in the extremely calcified, 95% stenosed left anterior descending (lad) artery. The physician made four attempts to reach the lesion with a 3.50 x 16 mm taxus express2 drug eluting stent, however, the stent buckled while trying to cross the lesion. While pulling the delivery system out, the catheter broke inside the guide catheter. All pieces were removed. The procedure was completed with a mini vision. No pt complications were reported.